Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the left lead fractured and the patient had a return of symptoms. This was confirmed via x-ray. There were no environmental/external/patient factors known to have led to this issue. The fractured lead was removed and a new lead was implanted. The issue was resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.